Event description:
The customer reported that his olympus evis exera iii video system center was not responding when they attempted to use the keyboard. According to the initial reporter, a b40 scope communication error began displaying. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Two faulty printed circuit boards were discovered and causing the b40 error to occur. Additionally, there was a flaw noted in the power switch. Both the printed circuit boards as well as the switch will all require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the patient circuit boards (cp board, cm board), and the power switch need to be replaced because they were defective. Therefore, the phenomenon was determined to have occurred due to faulty cp board and cm board. It was noted that b40 error occurs when cv is defective. It was also mentioned that general wear may have likely contributed to the cause. Olympus will continue to monitor field performance for this device.